Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. [(B)(4)].

Event description:
"Literature article entitled, ¿genetic susceptibility to total hip arthroplasty failure¿positive association with mannose-binding lectin¿ by mohammad h.a. Malik, ma, frcs (t&o), et al, published by the journal of arthroplasty (2007), vol. 22, no. 2, pp. 265-270, was reviewed. The purpose of this article is to determine if individual patient genetics determine their susceptibility to postoperative aseptic or septic loosening in thas that include ultra-high molecular weight polyethylene. All patients were implanted with a cemented charnley tha that was revised for aseptic or septic loosening of both the cup and stem between august 2002-august 2004. Implanted depuy products: charnley polyethylene cup and stem cemented with unknown cement and a depuy femoral head of unknown material. Results: 91 revisions of a charnley cup, head, and stem for aseptic loosening of the cup and stem. The cup and stem were cemented with competitor cement. There is insufficient information within the text of the article to attribute the loosening to the cup and stem that were cemented with unknown cement. 71 cup, head, and stem revision for septic loosening of the cup and stem. Captured in this complaint: charnley polyethylene cup: implant loosening of an unknown interface. Charnley femoral stem: implant loosening of an unknown interface. Femoral head: no reported product problem. Patient harms: infection, medical device removal, surgical intervention. The cups, heads, and stems revised for aseptic loosening are not included in this complaint because there is insufficient information to attribute the loosening to the cup and stem cemented with competitor cement. "